Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I needed to open some trays in theatre when they were not being used. I had complaints from staff about a flexible screwdriver not working I found that it was broken and needed replacing.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument cannot confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.